Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of 'cannot insert cutter' could not be confirmed. The device passed the cutter insertion testing in the pre-repair diagnostic assessment. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6), stating that the device "cannot insert cutter". Device was not used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.